Manufacturer narrative:
MFR's report date: 11/12/2008. A review of the device event log found that the initial dose of 0.1 mcg/kg/min (0.12 ml/hr) and the high dose of 0.728 mcg/kg/min (0.9 ml/hr) are both within the guardrail limits. The log review confirmed that the infusion was running at a rate of 0.12 ml/hr for an extended period of time up until 8:29 am on the day of the incident. At that time the module was accessed and the rate was changed to 0.9 ml/hr (0.728 mcg/kg/min). The reported over infusion event was due to user programming. Recommended customer perform a data set review to determine if the guardrail limits surrounding the drug in question is adequate. Pt info requested and all available info is included. This report was filed by the MFR.

Event description:
Customer reported an over infusion of epinephrine occurred and requested an event log review to check programming. Epinephrine concentration 50mcg/ml was infusing at 0.12ml/hr. A nurse practioner wrote an order to decrease the epinephrine to 0.9ml/hr, which is actually a higher dose than what was infusing. Nurse reported she was aware of the incorrect order and said she programmed for 0.09ml/hr instead of the 0.9ml/hr that was ordered. Baby is now suffering from necrosis of the fingers with the possibility of amputation if the baby survives. The customer's data set was reviewed for epinephrine in the neonatal profile. The soft guardrail minimum of 0.05 mcg/kg/min and soft guardrail maximum of 2 mcg/km/min were identified. No hard guardrail limits were set.